Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three appropriate shocks and did not convert the ventricular tachycardia (vt) rhythm of the patient. The patient exhibited discomfort. The impedance was low but within normal limits. Upon review, the x-ray showed that this electrode appeared higher than expected and the technical services (ts) mentioned the shock vector is not covering the entire heart mass. Additionally, the s-ICD placement could be slightly more inferior to maximize heart mass coverage as well. The system also exhibited functional undersensing of the ectopy or aberrantly conducted beats, this is normal device operation for the sicd. Further more, the ts explained that there were no signals of mechanic damage within this system therefore those signals appeared to be physiologic arrythmias, ectopy beats, multifocal arrhythmias and atrial conducted rhythms. The physician decided that for this young patient, it would be better to implant a transvenous system. At this time, this electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three appropriate shocks and did not convert the ventricular tachycardia (vt) rhythm of the patient. The impedance was low but within normal limits. Upon review, the x-ray showed that this electrode appeared higher than expected and the technical services (ts) mentioned the shock vector is not covering the entire heart mass. Additionally, the s-ICD placement could be slightly more inferior to maximize heart mass coverage as well. The system also exhibited functional undersensing of the ectopy or aberrantly conducted beats, this is normal device operation for the sicd. Furthermore, the ts explained that there were no signals of mechanic damage within this system therefore those signals appeared to be physiologic arrythmias, ectopy beats, multifocal arrhythmias and atrial conducted rhythms. The physician decided that for this young patient, it would be better to implant a transvenous system. At this time, this electrode remains in service. No additional adverse patient effects were reported.